Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty-five events were reported for this quarter. Twenty-two devices were received for evaluation. Twenty events were confirmed during testing. Twenty devices were found to be affected by a hole in the hose. Two device evaluations are in progress. Three devices are available for evaluation but have not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 25 malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. Twenty-one events had no patient involvement; no patient impact. Three events had patient involvement; no patient impact. One event had no known patient involvement; no known patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number (B)(4). Three devices were received for evaluation. One event was confirmed during testing. One device was found to be affected by a hole in the hose. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. Corrected data: 2 devices were expected for evaluation; however, were not received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 25 malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. Twenty one events had no patient involvement; no patient impact. Three events had patient involvement; no patient impact. One event had no known patient involvement; no known patient impact.